Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace.

Event description:
On (B)(6) 2019, the patient's rns neurostimulator and all leads were explanted to treat an infection. No further details were provided by the treating center.

Manufacturer narrative:
(B)(4). 12/2018 patient presented with dehiscence of the incision site. The rns system ( rns device and two leads) were explanted and the patient was placed on a 4 week PICC antibiotic treatment.

Event description:
Additional details provided by treating center.